Event description:
It was noted that the patient had a warm feeling at the pocket for about 5 hours. This warm feeling occurred about a week prior to the report. The patient¿s stimulation turned off the next day. The patient was near some security devices when their device turned off. A manufacturer representative did not see any errors on the clinician programmer when they met with the patient. The backlight on the patient¿s programmer was also not turning on. The different backlight modes were reviewed and the backlight issue was resolved. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50% or greater symptom reduction. The cause of the event was not determined and it was not related. No troubleshooting was done to provide insight into the issue. The patient was doing well and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).